Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported an instance of iipv (increased intraperitoneal volume). The nurse stated the device displayed an alarm while in drain. The patient disconnected from the cycler and utilized a manual drain. The nurse stated that there was no medical intervention or hospitalization, no patient impact as a result of the iipv, and the patient is currently completing treatments with the new cycler.

Event description:
A peritoneal dialysis patient's nurse reported an instance of iipv (increased intraperitoneal volume). The nurse stated the device displayed an alarm while in drain. The patient disconnected from the cycler and utilized a manual drain. The nurse stated that there was no medical intervention or hospitalization, no patient impact as a result of the iipv, and the patient is currently completing treatments with the new cycler.